Manufacturer narrative:
An abbott field service engineer was dispatched to the account and inspected the analyzer. Parts were replaced, including manifold kit valves [part 7-77612-03] and pipettor probe [part 08c94-47]. These parts were considered the likely cause of the discrepant results. The analyzer was returned to normal operation. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, device history review, labeling review, and instrument service review. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing parts. Service history review identified no contributing factors to the customer issue. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.

Event description:
The customer observed falsely elevated cardiac troponin-I while using the architect i1000sr analyzer. The following data was provided. (B)(6). No adverse impact to patient management was reported.